Event description:
It was reported that the wire of the fenestrated bipolar forceps instrument snapped. The instrument was not used on the patient.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.